Event description:
Device issue: clip deployed outside of patient. Time of device issue: after the procedure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the unspecified vessel after an interventional procedure. Reportedly, resistance was felt upon pealing away the introducer, but was able to proceed to clip deployment. The clip was thought to have been released, but after removal of the starclose se from the patient anatomy, the clip dislodged. Hemostasis was achieved through manual compression. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.